Event description:
The customer reported that the power keeps going out and coming back on throughout case.

Manufacturer narrative:
(B) (4). The system works intermittently. The ge service rep installed the power line controller and waited for the system to fail, after a half hour, still no failure. The system operates as intended.